Manufacturer narrative:
According to case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. According to the hcp, during the removal of the sensor, the end cap of the sensor came off. The hcp was able to successfully remove the sensor pieces.the sensor was sent to senseonics for further investigation and a visual inspection confirmed that the sensor broke into two pieces, with breakage occurring at the end cap. The root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4.date of this report 31 january 2025 d9 device available for evaluation? Yes on 29 january 2025 g3.date received by the manufacturer? 31 january 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310,22.

Event description:
Senseonics was made aware of an incident where the sensor broke during the removal procedure on (B)(6)2024. The sensor was inserted on (B)(6) 2024 in the left upper arm. While removing the sensor, the end cap of the sensor came off. Both sensor pieces were successfully removed.

Manufacturer narrative:
The manufacturer is currently performing investigation and the evaluation results will be provided in a supplemental report.